Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the image intensifier needed to be replaced. Customer decided to contract with 3rd party for parts and replacement.